Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain, urinary incontinence, inadequate pain relief and overstimulation. It was also stated that the patients issues were device related. However, the physician believed that the patients pain in the legs, arms and hands was due to not having enough space in the canal and was not caused by the device itself. The patients overstimulation was felt in the legs which caused numbness. The patient underwent an explant procedure wherein the lead was removed. The patient was doing well postoperatively.